Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Problem: delivery accuracy out of tolerance. No sample / overinfusion. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: reason of complaint: pm: nurse started the IV fentanyl at 13 50hrs on the (B)(6) 2024 counterchecked by 2 nurses. 10ml syringe was use on the patient at a rate of 0.2ml/hr. Overnight, the pump did not beep at all so night shift nurse did not check on the pump setting. (B)(6) 2024: night shift- 2036hrs, the night shift nurse. Syringe pump shows found at 8.33mls. Syringe was not check as there is no beeping sound. (B)(6) 2024: morning shift -0732hrs, the morning shift nurses, (B)(6) and (B)(6) check the pump. Syringe pump shows found at 6.15mls. Actual syringe balance shows to be between 6.0ml to 6.20ml. Afternoon shift- 1339hrs, the nurse, (B)(6) and (B)(6) check the pump. Syringe pump shows found at 4.93mls. Actual syringe balance shows to be between 4.6ml. The user continues to let the pump infused the drugs to the patient and stop the pump at 1419hrs.